Event description:
The lay reporter (wholesaler) contacted lfs in 2009, alleging inaccurate high readings on the patient's one touch ultra 2 meter. The reporter mentioned that the patient woke up two days prior, at 6:45 am and injected 10 units of basal insulin. She tested her blood glucose on her one touch ultra 2 meter and obtained a 98 mg/dl and injected 7 units of actrapid insulin. She was about to prepare her breakfast and blacked out 15 minutes later and woke up in her bed at 10:30am. She usually calculates the distance between injection and eating (approximately 30 min). The patient lives alone and does not know how she got into her bed and does not know what had happened in between that time. She got up and ate some dextrose, cereal and fruit. At 11:00am, she then tested her blood glucose and obtained a result over 300 mg/dl. The exact reading was not provided. She did not eat anything until 7:00pm. She ate 4 units of carbs and injected 7 units of rapid insulin. At 11:30pm that evening, she injected 2 units of rapid insulin. She did not seek any further medical attention or contact her physician for assistance. The reporter mentioned that the patient is very insecure about her diabetes management and claims that the patient miscalculated the time of injection and eating. The reporter sent back the patient's meter. The technique of applying blood on the test strip was correct. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, whether insulin is a set amount or based on a sliding scale, why the patient injected 10 units of basal insulin prior to testing her blood glucose, a normal reading for the patient, how long the patient has had diabetes, how the patient felt when she woke up and if the patient recalls what had happened prior to blacking out. It would have also been helpful to know whether the patient had control solution to run a quality control test and how often she tests in a day. The complaint is being reported since the reporter alleged that the patient obtained inaccurate high readings and blacked out 15 minutes later after taking the insulin. The patient self-treated after she regained consciousness on her own four hours later.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.